Event description:
During the leadless pacemaker (lp) system implant procedure, a defection test was attempted on the fixated lp, however the delivery catheter and the lp prematurely separated. The electrical parameters were acceptable and the implant was completed. The delivery catheter was examined following the procedure and the tethers were found to be misaligned. The patient was in stable condition.

Manufacturer narrative:
The reported events of premature release and failure to align were confirmed. As received, a complete catheter was returned with the tether control knob in aligned position. Visual inspection found the tether control knob was in aligned position, but the tether bullets were misaligned. X-ray examination found one of the tether wires slipped inside the release tether screw as received. The cause of the reported events was isolated to the released tether wire being slipped from the tether screw.